Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from USA stating the device did not work. The device was not used in surgery. It is unk if surgical delay, injury, or medical intervention occurred. The date of the event is unk. There was no add'l info provided.